Event description:
The reporter stated that part of the kirschner wire (k wire) has appeared to have broken off and is retained in the patient's foot. This occurred during placement of a bold compression screw during a foot surgery procedure. The breakage was observed on x-ray. The surgeon has not removed the part to date.

Manufacturer narrative:
Integra has requested additional clinical information from the reporters. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.